Event description:
Customer's mother called reporting her son's insulin pump is alarming button error. The esc and act button are not working. Customer's blood glucose was unknown. Customer stated he thinks the book bag was on top of the car. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, display window and minor scratches on lcd window.